Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that the helix was damaged after lbbap attempt.

Event description:
It was reported that this brady lead was attempted implant due to product performance issue. New lead was replaced. No adverse patient effects were reported.